Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states that the pump wheel spins independently of pedal being pressed. Wires exposed on cable.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the results will be forwarded.